Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit locked up. The unit had to be powered off and on again to get it to run. The device was not changed out, as they finished surgery with the unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The field service rep (fsr) verified the reported issue was operator error on (B)(6) 2013. The operator did not wait long enough for the sixty second internal prime to finish during startup of unit. If add¿l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.